Event description:
The maestro drill was sent for eval because during processing it was found that the hose had a cut. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was received and quality eval is in progress. A follow-up report will be submitted once it is completed.